Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6),batch: 8583640

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's s2 lead was explanted. Therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing increased pain. The physician felt the s2 lead might be too deep. The patient underwent a revision where the s2 drg lead was explanted and not replaced. This port was plugged. When the physician examined the ipg and the leads entering it, port 4 lead integrity was questionable visibly (outer sheath maybe was cracked). No intervention was done to the lead because impedances were fine at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of four leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8562949. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8562949. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8562949.

Event description:
It was reported that the patient was experiencing ineffective relief from their drg system. Surgical intervention may take place at a later date to address the issue.